Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona cruciate retaining articular surface right 10mm, catalog #: 42522000410, lot #: 64000904. Persona trabecular metal porous tibial component right size d, catalog #: 42530006702, lot #: 64140778. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00303.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to pain and dislocation approximately thirteen (13) months post-operatively. Attempts have been made and no additional information is available.